Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During preparation, it was noticed that the "bands stuck together." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: medical device problem code a04 captures the reportable event of "bands stuck together." Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the slack's returned position suggested that it was not taken up correctly. The post did not show insertion marks of the trip wire, indicating that the trip wire was not secured. The suture thread was in good condition. The adapter ring of the ligator head was detached. The returned ligator head had four bands attached, some of them had moved from their position, and one band was broken. The device was observed under magnification and the ligator head teeth were found bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands stuck together was not confirmed; however, the bands were damaged. Upon analysis, it was found that the ligator head had four bands attached, some of them had moved from their position and one band was broken. The adapter ring of the ligator head was detached. Also, the ligator head teeth were bent/damaged. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the slack was not taken up correctly and the trip wire was not secured. These conditions, not taking the slack up correctly and unsecured trip wire, could have caused malfunction to the device and inability of the device to deploy the bands. It is very important to the correct operation of the device that the user take up the slack and to secure the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During preparation, it was noticed that the "bands stuck together." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.